Manufacturer narrative:
The customer was provided a repair quote to replace the power supply. No approval was received from customer and no part was replaced.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a power boot error. The field service engineer clarified the device cannot switch on. The customer reported there was no patient involvement.